Event description:
It was reported that the customer had high blood glucose levels of 337 mg/dl. The customer reported treating with a manual insulin injection. The customer reported a failed battery test from the insulin pump after reinstalling the battery of the insulin pump. The customer also reported a crack on the battery compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm. No full segment display or black display during testing. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Unit received with broken belt clip slot. (B)(4).